Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump suspended due to a low sensor glucose reading. The sensor glucose reading was 54 mg/dl. The blood glucose reading was 81 mg/dl at the time of the incident. The current blood glucose reading was 112 mg/dl. The customer declined to troubleshoot for the threshold suspend event. The insulin pump and sensor will not be returning for analysis.